Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: h3, h6 and h11 h11: the device was received for evaluation. During functional testing, the reported problem "infusing slower than stated, also medication flowing out of tubing blood return" was not reproduced. The device was sent for flow accuracy testing, and the device passed at rate = 125 ml/hr, volume to be infused= 125 ml, delivered = 123.085 ml, error % = -1.532% and at rate = 125 ml/hr, volume to be infused= 125 ml, delivered = 124.130 ml, error % = -0.696%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused during milrinone (12. 1 ml/hour from a 100 ml bag) therapy pump beeping with the message, "bag near empty". The bag showed about 70% full. Drips were falling in chamber, nurse disconnected the tubing from the PICC line and saw that medication was also flowing out of the tubing, checked the PICC line had blood return.there was no report of patient injury or medical intervention associated with this event. Patient vitals were checked and stable. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.